Event description:
It was reported that the patient experienced high blood glucose due to insertion into scar tissue leading to bent cannula issues on (B)(6) 2026 and treated with correction injection via mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.